Manufacturer narrative:
A steris service technician inspected the washer and found the safety bar was not properly attached to the unit. The technician secured the safety bar, ran a test cycle and confirmed the washer to be operating properly. Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee obtained an injury while utilizing the reliance synergy washer. No procedural delays or cancellations were reported.

Manufacturer narrative:
The reliance synergy washer subject of the reported event was manufactured in 2004. The use facility reported the employee tried to hold the obstruction bar in place while the door was closing. The operator manual states (pp. 1-1), "risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." During the time of the reported event the safety bar was not secure. The employee should not have utilized the washer due to the unsecured obstruction bar. The operator manual states (pp. 1-1), "repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Repairs and adjustments performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." A steris service technician arrived onsite to inspect the washer. The technician inspected the washer and found that the safety bar was not properly secured on one side. The screws that secure the safety bar were loose and required tightening. Due to the age and use of the washer the screws loosened overtime subsequently causing the safety bar to become unsecured. The technician repaired the washer, ran a test cycle and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported.